Event description:
On (B)(6) 2012, the patient claimed she had a low hypoglycemic episode and symptom of shakiness after she reportedly took too much insulin for breakfast. At the time of concern, she was able to administer self treatment with juice and resolved her blood glucose to 64 mg/dl. The patient declined to go through a complete troubleshooting session to make sure the animas insulin pump is functioning within specification. This complaint is being reported because the patient allegedly had symptom that can be suggestive of acute complication of diabetes while on the insulin pump therapy. The pump is being requested back to investigation due to a crack casing issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no insulin delivery defects found during investigation. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.